Event description:
It was reported that, "when the package was opened it was discovered that while the outer seal is intact the stem broke through the inner plastic container. Surgeon was advised and the stem was sterilized."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.